Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the wire on the intact wand was fractured upon analysis. The reported issue was found during analysis; therefore, patient information is not applicable.

Manufacturer narrative:
Brief description of complaint: at the start of the case, an e-21 error code (motor self-test) occurred with three different handheld wands. Through correspondence with sales rep and customer it was confirmed that the wands were used on the patient and the error code appeared during capture of the lesion with each wand utilized. The lesion was not captured. Investigation conclusion: the reported issue was not confirmed. Service could not reproduce this error code while testing this generator. There is no event log with this model to check for past errors. The generator passed all functional tests with a known good handheld wand, including a successful air capture. There were no failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the wire on the intact wand was fractured upon analysis. The reported issue was found during analysis; therefore, patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.